Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. A review of the device history record indicated that the pump was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.